Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a steel infusion set and 23-inch tubing, with reported blood glucose values up to 395 mg/dl and confirmed by fingerstick at 347 mg/dl; the user verified tubing fill, disconnected to test tubing, and inspected the cartridge, observing drops from the tubing, and the ilet alerted for high glucose. Symptoms included headache. Outcomes included no outside assistance and no medical intervention, and the user planned to monitor and change the infusion set if glucose remained elevated. Investigation included user-led troubleshooting of the infusion set, tubing priming, and cartridge inspection, as well as blood glucose confirmation by meter. Investigation of this case revealed no device malfunction confirmed and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.